Event description:
The customer reported the set with a leaking injection port. A sample is available for evaluation. The evaluation of the returned sample did not identify a leak from the injection port.